Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va071f4, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s stimulator malfunctioned and they needed a replacement which occurred on (B)(6) 2013. The malfunction entailed a moving accident where a piece of furniture struck the system and one of the leads broke.